Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due reaching elective replacement indicator (eri). Premature battery depletion was alleged. A new guidant device was successfully implanted. There were no adverse patient effects noted.